Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, it was reported that all keypad buttons were unresponsive. The reporter stated that the pump had been submerged in water, and that the audio bolus button had been missing for months prior. There was also moisture visible under the display screen lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: upon evaluation, the display screen was found to have moisture behind the screen. The keypad issue could not be duplicated or confirmed on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was no evidence of keypad contamination under the key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. A leak was discovered at the missing audio bolus button. Moisture was visible on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.